Event description:
Pt was undergoing an emergency operation for a ruptured papillary muscle. The valve was implanted, and while coming off bypass, echo indicated one of the valve's leaflets did not move. The pt was reopened, the surgeon rotated the valve, and the leaflet functioned. "After some time" the leaflet again did not move. No thrombus or subvalvular structures were causing interference. The pt expired and no autopsy was performed.